Event description:
It was reported that the patient presented with a left insular cerebral hemorrhage and underwent central venous catheterization on (b)(6) due to difficulty with peripheral vascular access. After successfully inserting the vascular sheath and catheter, the stylet inside the catheter needed to be withdrawn; however, it was found to be difficult to remove. The catheter was immediately replaced and reinserted through the vascular sheath. Examination revealed that burrs on the stylet inside the catheter had caused the difficulty in withdrawing it. The patient sustained no harm.

Manufacturer narrative:
H11: Section A through F - The information provided by BD represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.Each event reported to BD is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.The device has not been returned to the manufacturer for evaluation.